Event description:
Rayner intraocular lenses limited received notification from (B)(6) hospital (B)(6) of an event that occurred during use of a single use soft-tipped disposable injector (model r-inj-04). The event description provided states "injected lens but trailing haptic became trapped between plunger and nozzle requiring explant of iol". For further info please refer to rayner intraocular lenses limited's MDR reports 9611165-2013-00049 and follow-up report 961165-2013-00049-1.

Manufacturer narrative:
A review of the production records and existing vigilance data was conducted by the manufacturer. The results of the reviews are as follows: a review of production records for the r-inj-04 injector batch b313 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that no other incidents, of any type, have been received against the r-inj-04 injector batch b313.